Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg pocket site. The patient underwent an ipg relocation procedure and was doing well postoperatively. Nothing was added or removed during the procedure.